Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is getting hot while charging. It was also reported that the pdm doe not hold its charge.

Manufacturer narrative:
In the case description, the user mentioned that the pdm was overheating while charging and that the battery was not holding charge. Inspection of the android log files downloaded from the pdm found no evidence of the pdm overheating during use. The pdm battery temperature was found to not have exceeded specification. During the investigation, the pdm was not observed to overheat during charging. Inspection of the android log files found that the pdm battery was unable to stay charged for at least 2 days as required by the product specifications. Inspection of the log files found steep decreases in battery level. One instance was found where the pdm battery decreased from 76% to 5% in approximately 1 hour. Investigation confirmed the reported inability of the pdm to hold charge. The exact cause of the pdm battery being unable to hold charge could not be determined.correction to d(4): sequence number changed from unavailable to 010401-16784.